Event description:
Event description guidant received information that impedance measurements were increasing on this atrial lead prior to triggering the lead safety switch on this pacemaker. The health care professional requested information on the lead safety switch and the crystal oscillator component advisory issued on this model device. Later, the atrial lead was programmed to pace and sense in the unipolar configuration.